Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Approximately 4.5 months post index procedure the patient suffered cardiac chest pain and mi. The patient was treated with medication and CPR but died sudden cardiac death the same day. The investigator assessed the event as possibly related to the anti-platelet medication and not related to the device.